Event description:
It was reported to philips that the device experienced internal plate set is worn out. There was no report of patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the medium switchless internal paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the medium switchless internal paddles, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.